Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not rotating and had a hole in the muffler. Therefore, the reported condition was confirmed. It was determined that the damage on location one of the muffler was caused by the manufacture fixture. This issue has been escalated to CAPA. It was determined that the motor was worn from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device had a hole in the cord casing. During in-house engineering evaluation, it was observed that the device was not rotating and had a hole in the muffler. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.